Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has lost weight and is now experiencing pain at the ipg site. Surgical intervention may be pending to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's ipg was explanted and replaced to address the issue.